Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of malaise ('malaise') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, the patient experienced malaise (seriousness criterion medically significant) and loss of consciousness ("with loss of consciousness"), 8 years after insertion of essure. Essure treatment was not changed. At the time of the report, the malaise and loss of consciousness outcome was unknown. The reporter provided no causality assessment for loss of consciousness and malaise with essure. The reporter commented: malaise with loss of consciousness. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of malaise ('malaise') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, the patient experienced malaise (seriousness criterion medically significant) and loss of consciousness ("with loss of consciousness"), 8 years after insertion of essure. Essure treatment was not changed. At the time of the report, the malaise and loss of consciousness outcome was unknown. The reporter provided no causality assessment for loss of consciousness and malaise with essure. The reporter commented: malaise with loss of consciousness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 24-mar-2020. The most recent information was received on 14-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 47-year-old female patient who had essure (batch no. 882188) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criterion medically significant), amenorrhoea ("amenorrhea"), migraine ("migraine"), thyroid disorder ("thyroid"), depression ("depression"), muscle disorder ("muscle problems") and visual impairment ("vision problems"). On (B)(6) 2020, the patient experienced malaise ("malaise") and loss of consciousness ("loss of consciousness"), 8 years after insertion of essure. Essure treatment was not changed. At the time of the report, the abdominal pain, amenorrhoea, malaise, loss of consciousness, migraine, thyroid disorder, depression, muscle disorder and visual impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain, amenorrhoea, depression, loss of consciousness, malaise, migraine, muscle disorder, thyroid disorder and visual impairment with essure. The reporter commented: malaise with loss of consciousness. Lot number: 882188 manufacture date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 47-year-old female patient who had essure (batch no. 882188) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criterion medically significant), amenorrhoea ("amenorrhea"), migraine ("migraine"), thyroid disorder ("thyroid"), depression ("depression"), muscle disorder ("muscle problems") and visual impairment ("vision problems"). On (B)(6) 2020, the patient experienced malaise ("malaise") and loss of consciousness ("with loss of consciousness"), 8 years after insertion of essure. Essure treatment was not changed. At the time of the report, the abdominal pain, malaise, loss of consciousness, amenorrhoea, migraine, thyroid disorder, depression, muscle disorder and visual impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain, amenorrhoea, depression, loss of consciousness, malaise, migraine, muscle disorder, thyroid disorder and visual impairment with essure. The reporter commented: malaise with loss of consciousness. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: essure lot number 882188 provided; new events amenorrhea, migraine, abdominal pain, thyroid, depression, muscle problems, and vision problems added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.